Event description:
The mobile c-arm system was reported to have malfunctioned during a procedure. The field engineer receiving the call was able to get to the hospital within 30 minutes. The system was repaired and returned to service 20 minutes after the arrival of the field engineer. During the time that the field engineer repaired the system the patient was kept in the room and was monitored by the doctor and a nurse. The field engineer found a computer board had failed and was able to remove and replace this board. After the system was returned to service the procedure was completed. Later in the evening the patient complained about not feeling well and died a short while later. The investigation has been completed and doesn't indicate any causal relationship between the temporary system mlafunction and the subsequent death of the patient. The system is still up and running as of 6/02.